Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor was losing power intermittently. The issue occured during set up for use. There was no patient harm reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h3, h6 the device was not returned to olympus for inspection, but evaluated by field service engineer and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power supply was defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power supply was defective causing the monitor to lose power intermittently. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.